Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device lost its telemetry signal while attempting a software upgrade. The software upgrade was eventually completed successfully and the patient was in stable condition.